Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to ¿probably¿ have hit the parotis gland while injecting ck4 (md code-midface) with unspecified juvéderm® voluma¿. The patient reported pain and swelling after the treatment. The symptoms have not resolved.

Manufacturer narrative:
Clarification to section h.6.: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Additional, corrected, and/or changed data: b.3., b.5., h.6.

Event description:
Additionally, healthcare professional reported that everything has gone well with the patient. The problem the patient had with swelling and pain was solved by the treatment received. Patient has not had any further medication or problems after the first treatment.